Event description:
Pt's infusion set tubing was broken at the luer lock. Caller indicated that it was a full separation and insulin was leaking. Caller indicated that pt experienced elevated blood glucose. Caller indicated that pt was not hospitalized as a result of the elevated blood glucose.